Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that an alarm was heard and telemetry had not yet been performed. The hcp was not aware of the patient experiencing any symptoms. The hcp was to report back when the patient came in the office, possibly on (B)(6) 2017. The patient was in the office on (B)(6) 2017 and the hcp wanted to permanently shut off the pump. The hcp stated the patient had not experienced any issues with the pump or therapy but they would like to electively abandon the therapy since they had not used it for about 2 years now. The hcp saw multiple low battery messages in the logs all from the date of (B)(6) 2017. The pump off code was provided and the hcp was able to successfully shut off the pump. The patient was to discuss with the hcp about explanting the pump.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient first started experiencing the alarm approximately 2 years ago. The cause of the alarm was determined to be low battery. As an action/intervention taken to resolve the alarm, the pump was shut off. The alarm event had been resolved.